Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely due to reaching end of service a few days after initial implant. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of device data found higher than expected power consumption, consistent with premature battery depletion. The cause was not determined.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely due to reaching end of service a few days after initial implant. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.